Event description:
It was reported to resmed (B)(4) that a system fault (sf 75) occurred on an astral device indicating the pneumatic block software was not calibrating. There was no pt injury reported as a result of this incident. MFR #3004604967-2015-00307.